Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues arose.